Manufacturer narrative:
Through troubleshooting, the srt found that the electronic patient gas system (epgs) pod was bad. She replaced the o2 sensor kit which includes the pod and it passed all testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the epgs pod to lab use only (luo) testing equipment one board at a time. He installed the epgs application printed circuit board assembly (pcba) and the generic pcba into luo equipment and release tested each. Both boards passed all testing. The rest of the parts in the o2 sensor upgrade kit also passed all testing. The o2 sensor kit operated as intended.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the oxygen (o2) sensor failed accuracy testing at 80% o2. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.